Event description:
Patient fell and sustained a new fracture. The sign nail in place at the time did not break. No indication of product defect was found. Due to the second fracture the i.m. Nail was replaced.